Manufacturer narrative:
They were unable to prime the insulin pump during the prime/compromised force sensor system test due to the loose/protruded drive support disk. There were no compromised force sensor system alarms noted. The pump was received with a cracked case at the display window corners, a scratched lcd window, and a missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had repeating compromised force sensor system alarms on the insulin pump. Customer stated that the pump has been rewound but the alarm will not stop alarming. The pump will be returned and replaced.